Manufacturer narrative:
The medical center returned the impella pump for analysis and during the analysis the impeller damage was noted. Because the fluoroscopic image of the pump was not returned, a definitive root cause of the fracture could not be determined. The failure mode will be monitored and trended.

Event description:
The medical team had an impella cp inserted for hemodynamic support of a patient admitted with multiple cardiac comorbidities. The pump was inserted successfully and ran til the pump was replaced due to low flows after just over 2 hours of support. Later the pump was run through benchtop testing at abiomed and an observation was made of damage to the impeller blade.